Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the single use repositionable clip hung off the catheter and the operator could not deploy the clip. The issue occurred during the procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. H3 was selected inadvertently. H4: a specific manufactured date could not be identified. However, based on the lot number, the subject device was manufactured in march 2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the phenomenon could not be identified. Based on the results of previous replication testing, a likely mechanism causing the clip not to be able to detach from the device might be the following: the endoscope or the rotatable clip fixing device was pulled while the clip was grasping the body cavity tissues. This applied a tensile force to the joint between the hook and the clip. As a result, the clip was difficult to detach from the hook. When an attempt was made to release the clip by pushing the slider, the convex area of the hook was facing down. Therefore, the hook did not detach under its own weight and the clip did not detach from the product. Olympus will continue to monitor field performance for this device.